Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted and replaced.